Event description:
2 days after a coronary artery drug eluting stenting procedure the pt expired from septic shock and septicemia prior to hospital discharge. The lesion that was treated was 3.0 mm, 95% stenosed region of the proximal left anterior descending (lad) artery. The lesion was predilated. The physician successfully placed one taxus express2 8.8% 3 x 16 mm drug eluting stent without complication. A post stent balloon was used after the procedure.